Event description:
It was reported that approximately five days after the implant of this right atrial (ra) lead, it was suspected that this lead was dislodged. The physician decided to reposition the lead, however, a couple hours after the revision, x-ray examination noted that another dislodgement occurred. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects occurred.